Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images and video contain information regarding catheter mechanical jam. After review of the provided images and video mechanical jam cannot be confirmed. Furthermore, the salesperson confirmed that the customer drilled a hole into the catheter housing to try to pull out the contents and body material. Therefore, the failure mode cannot be confirmed, and the coding was changed to housing break and as a root cause the user. A blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device for lower extremity arterial occlusion. The rotarex was used for thrombus removal, and after suctioning back and forth several times, it was taken out of the body and found to have a blockage, and was flushed several times with heparin water, and still found that the catheter was severely blocked, and could not be continued to be suctioned. The procedure was completed using another device. There was no reported patient injury.